Event description:
The fit wasn't too bad, but after about 3 weeks of wearing the bottom portion came off and the top part just wore through and there were holes in it. It just disintegrated. Sure hope the next one lasts longer.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.